Event description:
Baxter reported a home pt experienced an allergic reaction after 16 days of initiating peritoneal dialysis with the homechoice system. Cloudy effluent was noted and lab analysis of the pd effluent revealed an increase in leukocytes (280) with eosinophils and macrophages. After 48 hours activated mesoteliales cells were found in the pd effluent. A biopsy of the peritoneum revealed "granuloma around biregringent capsules". Peritoneal dialysis was stopped 3 days later from the event date and the pt's catheter removed 2 days later.